Manufacturer narrative:
The insulin pump had currents within specification. No unexpected failed battery test alarm, weak battery alarm, or low battery alarm was noted. The insulin pump had no button response due to a flattened act button dome switch. The functional testing could not be completed due to the keypad anomaly. The insulin pump had minor scratches on the display window, cracked case near the display window corner, and a cracked reservoir tube lip. The motor error alarm could not be verified due to the keypad anomaly, and the motor passed the motor test. The keypad connector was found properly closed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 900 mg/dl at the time of the incident. The customer stated that they experienced a low battery alarm and no delivery alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.